Event description:
Additional information was received: it was reported that the caller met with the patient and rep to assess the recharger as issues reported in the original call continued. The rep determined through troubleshooting and assessing recharger stats that the recharger was malfunctioning and needed to be replaced. The caller added details that when the ins battery level was checked the recharger reported charge levels that were 50% different than the programmer. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37612 lot# serial# (B)(4), implanted: (B)(6) 2019 explanted: product type implantable neurostimulator product ID 37651 lot# serial# (B)(4). Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of the event 2019-09-25 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient was having issues with their two rechargeable ins's, they were taking 3-4 hours to charge, the devices would show that they are at 100% and the next morning they are at 25% or 0 and would require several hours of charging again to be full. There were no falls or accidents or major events reported. The patient ensures the connection was good and that the recharger was staying over the top of the ins during recharging. The rep advised the patient to (call) the manufacturer to go through troubleshooting with them, and also advised them to make an appointment with their doctor to have the impedances and the system checked. Patient's daughter called the manufacturer and reported that patient has been having to charge more often and for longer periods of time. They stated that when patient first got the stimulator implanted, they were told patient could probably go a couple of days between charging but could charge every day to "keep it topped off." The issue started about a month or a month and a half and had been getting worse over time. It was reported that patient had not been reprogrammed or switched to a new group recently. It was stated that patient had a programming appointment about 2 1/2 to 3 months ago but they do not think they did any adjustments to the programming and everything was kept the same. Best recharging practices were reviewed for the caller. No patient symptoms were reported.